Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20024708.